Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Even though customer did not have kit lot the cassette lot was supplied so testing was performed on this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retain testing source: phone.

Event description:
Customer reporting 1 false positive flu b result. Customer was negative for flu b by confirmation testing but positive for rsv & enterovirus. Customer did not have kit lot number but had cassette lot number.